Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material#: 309575 batch number#: 2188396 it was reported that the bd syringe 3ml ll w/ndl 21x1 rb needle hub had a hole / was cracked / damaged. The following information was provided by the initial reporter: verbatim#: rcc received a complaint via phone. Pir attached. Ref: 309575 lot: 2188396 issue: customer is reporting that the assembled syringe needle combos needle hub was bent not the needle, the needle was straight. No sample of this is available for investigation. No pt harm doe 28aug2024 and unknown.

Manufacturer narrative:
(B)(4) - supplemental MDR - needle hub hole / cracked / damaged. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
No additional information was provided.